Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted -5v, +1.8v, +5v, +3.3v, and +5.4v power supplies. The shorted power supplies thermally damaged components on the computer/analog and defibrillator pcas. The root cause for the shorted power supplies could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.